Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was scheduled for a routine pacemaker generator change due to battery end of life. At that time, it was discovered that the patient's hemoglobin and hematocrit levels were 7.6g/dl and 24.3% respectively. After the patient was transfused with 2 units of packed red blood cells, the hemoglobin and hematocrit were 9.3g/dl and 28.8%. An esophagogastroduodenoscopy on (B)(6) 2017 showed an almost completely healed gastric antral vascular ectasia without bleeding, duodenal pigmentation of unclear etiology, and no blood in the upper gastrointestinal tract. A benign polyp proximal to the papilla vater was found. Capsule endoscopy was negative. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.